Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the valve was returned submerged in an unknown liquid in the provided return kit. Result: first we performed a visual inspection of the progav. A deformation of the outer housing was observed. The deformation was confirmed through a measurement of the plane parallelism. The cause of the deformation and resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient can compromise the integrity. Next we tested the permeability, adjustability, and opening pressure of the valve as well as the brake functionality and brake force. The valve was not permeable, as a result an investigation of the suspected overdrainage was not possible. Additionally, the valve was not adjustable. The brake function is operational, but the braking force cannot be measured due to the non-adjustability of the valve. Finally, we dismantled the valve. Inside we have found significant build-up of substances (likely protein). Based on our investigation, we confirm that the valve was not adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.

Event description:
According to the complainant a progav had overdrainage postoperatively and could not be adjusted. The valve was implanted (B)(6) 2015. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided.